Event description:
The hcp reported that the patient was found to have a retained portion of a catheter after a recent debridement surgery. The portion of the catheter had been unintentionally left in the patient. The wound was packed open by the surgeon. The patient was transferred to another hospital for removal of the catheter. The residual catheter was identified and removed. The patient recovered without sequela. The catheter was used to deliver compounded baclofen.

Manufacturer narrative:
The patient's pump had been removed due to infection.